Event description:
A malfunction known as malf 12 was reported, and it did not adversely impact the customer's blood glucose level. The technical support team assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the malfunction code reappeared.